Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "when implanting the 2030 screws into the acet (trident cup) the torx t20 screw driver head broke off into 2030 screw. It was not completely flush. We tried to remove the broken head and could not. We then made the broken piece flush with the screw head and cup. Put in an acet trial, it worked and put in the real x3 poly. It worked as well. We checked to make sure the poly was not removable with a freer. The pt should have normal results."